Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date 06/09/06, inratio 5.5, lab 4.55; date 06/09/06, inratio 6.2, lab 4.55. Caller alleged imprecision results with the inratio. Results as follows; 06/02/06 first test inr=3.4 second test inr=4.7.

Manufacturer narrative:
Inratio precision data provided by end-user lot 050757: 06/02/06 first test inr=3.4 second test inr=4.7 mean=4.05; sd=0.92; %cv=22.6%. The %cv is greater than 20%. Per internal procedure, tr 0150, the precision failed the criteria for precision. Products will be investigated. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date 06/09/06 inratio 5.5 lab 4.55 mean 5.025confidence limits cannot be determined. Date 06/09/06 inratio 6.2 lab 4.55 mean 5.375 confidence limits cannot be determined. Per internal procedure, tr 0150, the calculated mean of the inratio meter and comparative system inr were calculated. The values were outside the confidence limits for inr testing. Products will be investigated.